Event description:
It was reported that a 22-gauge catheter insertion was attempted in the right arm's antecubital area. After advancing the needle, the guidewire was fully introduced. However, when attempting to insert the catheter, resistance was encountered. The catheter was then retracted, and the entire device was withdrawn from the patient's arm. Upon removal, it was observed that the catheter was shorter than its original length. An ultrasound was performed, revealing a catheter remnant in the subcutaneous tissue. A small skin incision was made at the bedside, and the remaining portion of the catheter was easily removed. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Four photographs of a powerglide pro were returned for evaluation. An initial visual observation of the photographs showed a break and many bends in the catheter tubing. No details of the break sites could be seen in the returned photographs, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a 22-gauge catheter insertion was attempted in the right arm's antecubital area. After advancing the needle, the guidewire was fully introduced. However, when attempting to insert the catheter, resistance was encountered. The catheter was then retracted, and the entire device was withdrawn from the patient's arm. Upon removal, it was observed that the catheter was shorter than its original length. An ultrasound was performed, revealing a catheter remnant in the subcutaneous tissue. A small skin incision was made at the bedside, and the remaining portion of the catheter was easily removed. No other information provided, at this time.